Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill bit of 25mm cod: (B)(4), which belongs to the gription tf box, warped during use. The 30mm flexible drill ((B)(4)) broke during use and was replaced. There was no harm to the patient. Procedure: hip review. Besides all information in the attached email, the problem of this complaint is only related to the two products listed above. The technical assistant used to report all products used and surgery information in the same email and we have to keep it all attached (email) due to data integrity. Therefore, the information related to the complaint will always be translated and properly reported above.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned, but a photo was provided confirming the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.